Event description:
It was reported that the anesthesia system generated a technical error code indicating airway pressure sensor failure. There was no patient harm. Manufacturer's reference #: (B)(4).